Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patients blood glucose level had rose to 500 mg/dl. The patient was supplied the incorrect pods that were not compatible with the sensors. The patient reports receiving a communication error when attempting to pair the continues glucose monitor with their pod. Once at the hospital the patient was treated with intravenous fluids as well as insulin. In addition the patient received medication for pain. The patient reports having a electrocardiogram administered. The patient was at the hospital for 12 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Smartphone operating system: 18.5. Smartphone hardware: iphone17.2. Cgm sensor type: g6.